Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine flow from the inlet tube to the drainage bag was poor. The device was replaced with another one on the 7th day of use. Per additional information from the ibc via email 18nov2019, the urine was stagnant in the inlet tube immediately after placement. The urine would flow if milked by the user.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation had found heavy salt accumulation around the lumen which resulted in the catheter blockage or occlusion and therefore, water was unable or it was difficult to flow through the catheter. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine flow from the inlet tube to the drainage bag was poor. The device was replaced with another one on the 7th day of use. Per additional information from the ibc via email (B)(6) 2019, the urine was stagnant in the inlet tube immediately after placement. The urine would flow if milked by the user.